Event description:
A peritoneal dialysis (pd) patient (B)(6) reported, that he required surgical intervention to replace his peritoneal catheter about a month ago. This catheter was not manufactured by fresenius medical care. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).